Manufacturer narrative:
Manufacturing date from november 11, 2016 to november 14, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a single day infusor was underinfusing when filled with desferrioxamine. It took 26 hours to entirely deliver the medication instead of 18 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.